Manufacturer narrative:
B5 (describe event or problem) was updated. The reported complaint of "when the autopulse was powered on, the platform paused and failed to perform compressions" was confirmed in the archive data but was not confirmed during the functional testing. No malfunction was observed which could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. The likely root cause of ua 18 could be either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform or the lifeband is open. Thus, user advisory is the clearable error message designed to alert the operator that autopulse has detected one of several conditions. As included in the operator's manual, recommended actions to take for ua18 are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The platform was refurbished in 2015. Our records indicate that the ap platform has not received any routine preventative maintenance since 2015. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive file showed occurrences of multiple ua18 (max take-up revolutions exceeded) error messages recorded on (B)(6) 2020. User advisory 18 occurs when the driveshaft has travelled past the maximum number of revolutions without detecting a patient. This normally is experienced if there is no patient on the autopulse or the patient is too small. In this case, ua18 occurred because there was no weight detected on the load cell when the platform was power on and the start button is press. During take-up, the drive shaft moved the lifeband past the maximum allowable take-up depth without detecting a patient. The li-ion battery (s/n (B)(6)) was the only battery used and it was fully charged at the time of use and performed without any issue. Based on the archive file data, the user powered on and powered off the platform two times. Both the times ua18. The user powered off the platform. The archive data showed a total of three sessions occurred on the event date, thus confirming the reported complaint. The autopulse platform passed functional test without any fault or error. Run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries was performed for approximately 12 minutes. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Additional maintenance and inspections were completed to address issues unrelated to the reported complaint to ensure that the autopulse will continue to function properly, including load cell characterization and brake gap inspection. The brake gap inspection verified the brake gap is within the specification. Load cell characterization test verified both cell modules are functioning within the specification. Thus, zoll recommend that staff be trained on operational training for autopulse platform. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(6)) was used to resuscitate a 70-year-old female patient in cardiac arrest. It is unknown if the cardiac arrest was witnessed, and the cause was unidentified. It is unknown what the duration of the patient's cardiac arrest was before the patient received manual CPR, which was performed for 10 minutes prior to the use of the autopulse platform. When the autopulse was powered on, the platform paused and failed to perform compressions. The green start/continue button was pressed to start chest compressions, but the attempt was unsuccessful. The issue happened several times, and meanwhile, manual CPR was performed. The customer did not provide any further information. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, it is unknown if the patient's death was related to the autopulse system. Please see the following related MFR reports: (B)(6), MFR # 3010617000-2020-00582 for patient 2. (B)(6), MFR # 3010617000-2020-00584 and MFR # 3010617000-2020-00585 for patient 3. (B)(6), MFR # 3010617000-2020-00502 for patient 4.

Manufacturer narrative:
The reported complaint of "when the autopulse was powered on, the platform paused and failed to perform compressions" was confirmed in the archive data but was not confirmed during the functional testing. No device malfunction was observed during the testing, and the platform functioned as intended. The archive showed a couple of user advisory (ua) 18 (max take-up revolution exceeded) error messages to have occurred on the reported complaint date. The ua18 error message could not be replicated during the functional testing. The probable root cause for ua18 could be due to the patient was too small or was not placed properly on the platform, likely caused by user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the autopulse platform archive was performed, and it showed three incidents of the device powering up without performing any compressions on the customer's reported event date; thus, confirming the reported complaint. Based on the archive, the autopulse li-ion battery (sn: (B)(4)) with 1437 mah remaining capacity (rc) was used on the reported event date, and the autopulse was powered on with a duration of 4 seconds with no compressions and no error messages. Approximately 4 minutes later, the autopulse was powered back on with a duration of 8 seconds, and the platform displayed user advisory (ua) 18 (max take-up revolutions exceeded) error message. The user re-started the autopulse, and the platform was powered back on once again with a duration of 7 seconds and displayed ua18 error message. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the initial functional test without any fault or error, and therefore, the reported complaint was not confirmed. Run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries was performed for approximately 12 minutes, and the reported complaint could not be replicated. Following service, the autopulse was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a (B)(6)-year-old female patient in cardiac arrest. It is unknown if the cardiac arrest was witnessed, and the cause was unidentified. It is unknown what the duration of the patient's cardiac arrest was before the patient received manual CPR, which was performed for 10 minutes prior to the use of the autopulse platform. When the autopulse was powered on, the platform paused and failed to perform compressions. The green start/continue button was pressed to start chest compressions, but the attempt was unsuccessful. The issue happened several times, and meanwhile, manual CPR was performed. The customer did not provide any further information. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. As per the customer, it is unknown if the patient's death was related to the autopulse system.